Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the customer reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the main board, image flickering, corrosion of receptacle pin, images are displayed at half size, failure of the printed circuit board, and loosening of the receptacle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error b40 occurred due to failure of the main board, and since the receptacle was found to be loose, it was presumed that the loose receptacle caused the telecommunication to stop working properly and caused the image to flicker. In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error b40. The event occurred during service / maintenance. There were no reports of patient involvement.